Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported noise was present on the ra and rv leads at a follow up. Subclavian crush is suspected. It is unclear if this lead is the ra or rv lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection of the returned fragments showed approx. 28 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, approx. 5 cm proximal to the lead tip the inspection revealed a rubbed through insulation as mentioned in the complaint description. Blood penetrated the lead in this area. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.